Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that sensing decreased on the right ventricular (rv) lead post operatively. Trends were monitored and then the lead was revised and remains in use. No patient complications have been reported as a result of this event.